Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during fill 4 of 6 on the homechoice machine (hc). The home patient(hp) stated the heater bag connection was loose and became disconnected. The technical service representative(tsr) assisted the home patient(hp) to cycle power off and on. System error 2367 alarm occurred. The tsr assisted the hp to cycle power off and on again to clear the alarm. The tsr assisted the hp to disconnect using aseptic technique and remove the cassette. The tsr advised the hp to notify their peritoneal dialysis nurse of the missed therapy. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown. Baxter is attempting to obtain follow up information. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; the home patient (hp) stated the heater bag connection was loose and became disconnected. The cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA. Since the lot number is unknown, no batch review was performed.